Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported she was experiencing diarrhea like she had never had before and was wondering if the interstim was causing it. The caller stated she went to the emergency room and they gave her some medication which eventually helped the issue, but now it was back. The patient noted the diarrhea began on (B)(6). There were no further complications that have been reported as a result of this event. The patient is implanted for gastrointestinal/pelvic floor.

Event description:
Additional information received from the consumer reported they weren't aware of any changes that caused the diarrhea to begin on (B)(6). In order to resolve the issue the consumer went to the emergency room where they were told they ¿probably had a virus.¿ after three long days and nights it ended and the consumer was doing okay. The consumer¿s weight at the time of the event was (B)(6) pounds. No further complications were reported.